Event description:
The patient was undergoing an abdominal hysterectomy. When the physician was attempting to remove the jackson pratt (jp) drain, it snapped off in the patient. The patient was returned to surgery the following day for removal of the retained portion of the jp drain.